Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, three pictures were evaluated. During the visual inspection of one of the provided photos, a marked area at the connection between the header cap and the housing was visible. The reported problem was confirmed. There was no leak observed on the other two pictures. The cause of the event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 14l, an external fluid leakage was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.